Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 arterial pump displayed the error message ¿direct¿. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual this error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 arterial pump displayed the error message ¿direct¿. No harm to any person was reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual this error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair on 2024-08-07. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by getinge field service technician (fst) the most probable root cause was an user error, as the customer confirmed that it is possible that the new operator turned the pump head in the opposite arrow direction while the machine was on. The customer was advised by the fst to not turn the pump head in the opposite arrow direction while the machine is on, as it is described in the instruction for use of the hl20 device. The review of the non-conformities has been performed on 2024-08-05 for the period of 2014-01-17 to 2024-07-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-17. Based on the results the reported failure " error message direct¿" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.